Manufacturer narrative:
(B)(4). Batch # r5820t. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed. According to the doctor, the staple line was formed like when the device would be used for dst anastomosis though the device was not fired across an existing staple line. Another device was used to complete the case. There were no adverse consequences to the patient.